Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the bd barricor lithium heparin 4.5ml tubes from lot 2095230 (exp. 2023/08/31) do not fill to the minimum level (cat# 365049).".

Manufacturer narrative:
Bd received 100 samples from the customer in support of this complaint. 20 returned samples were functionally tested and the issue of underfill was observed as all 20 returned tubes drew below the specification. Additionally 20 retained samples were functionally tested and the issue of underfill was not observed as all 20 tubes drew within specification. Bd was able to confirm customers¿ indicated failure mode based on the returned samples test results, however retained samples were satisfactory. Bd was unable to determine a root cause for the reported issue, the device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the bd barricor lithium heparin 4.5ml tubes from lot 2095230 (exp. 2023/08/31) do not fill to the minimum level (cat# 365049)."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.